Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an MRI, the device was found to be in back up mode without backup defibrillation function. The device was not programmed to MRI mode prior to the MRI and the reset was associated with use in an off-label MRI environment. Abbott technical support was contacted and the device was successfully reprogrammed. The patient was in stable condition.